Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 455 mg/dl, 280 mg/dl, and 66 mg/dl 2. 500 mg/dl and 164 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.